Manufacturer narrative:
Qc was within the established ranges prior to the event. Service was not dispatched for this event. The patient sample was sent to bci for further testing. The results are pending to date. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an elevated thyroid stimulating hormone (htsh) result above the normal reference range generated by access 2 immunoassay analyzer for one patient's sample. The result was not reported out of the laboratory. Subsequent testing on an alternate method produced a lower result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.